Event description:
Found the triathlon ankle clamp to have been broken after the case while putting instruments back together.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Visual analysis confirmed the reported event. One of the device flippers fractured. The device was manufactured to the g revision. It is believed patient factors did not contribute to the reported event. Review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been other similar reported events for this lot ID. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use.

Event description:
Found the triathlon ankle clamp to have been broken after the case while putting instruments back together.